Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6932-65 lead implanted 2000-(B)(6). (B)(4).

Event description:
It was reported that left ventricular (lv) lead experienced dislodgement and caused diaphragmatic and phrenic nerve stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.